Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had a lack of therapeutic effect and less than 50% therapy relief. The location was their back. The stimulator helped some; it covered the painful areas, however, it did not provide enough relief. In addition, the patient reported having to charge more often and it taking longer (6 hours). However, the charging log showed optimal coupling and 1-2 hours average recharging. Additional information obtained noted that stimulation was in the correct location but did not provide enough relief. Additional information was reported by a health care professional (hcp) indicating that there was intermittent therapy. The internal medicine physician thought that the battery had run down. They did not indicated that the ins had been maintained by a physician. The patient could not travel more than an hour and they were trying to find a doctor. There seem to be a slow progression to it stopping to work. It was positional working correctly and the patient would have to sleep a certain way. It was thought that a manufacturer representative (rep) may have met with the patient a couple of years ago. This was considered a gradual change in therapy/symptoms. The ins was working "spotty", meaning off and on. The event date was (B)(6) 2015. The patient outcome and additional interventions were not provided. If additional information is received, the event will be updated. Relevant history includes: failed back surgery syndrome.